Event description:
The customer reported that the mx40 speaker is not working. The device was not in use on a patient at the time of event. No adverse event was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 speaker is not working. The device was not in use on a patient at the time of event.